Event description:
Skin reaction to dexcom g6 adhesive. I have been using this product for 8 years and the last 6 months I have begun awful itching and skin reactions to the adhesive. Leaving sores and scars and skin discoloration when removed. FDA safety report ID# (B)(4).